Event description:
The article "transcatheter tricuspid valve replacement and cleft after tricuspid teer" was reviewed. The article presented a retrospective multi center study, to evaluate techniques and outcomes among patients who underwent ttvr after t-teer. Devices mentioned include mitraclip and non-abbott device. The article concluded that the authors present the largest series of ttvr after t-teer with electrosurgical leaflet modification in a subset of patients. At 30 days, tr severity was markedly reduced, and substantial symptom alleviation occurred. [The primary author and corresponding author was john saxon at advanced cardiac valve center, university of virginia medical center, charlottesville, virginia with corresponding email jtsaxon@virginia.edu]. The time frame of the study was not provided. A total of 16 patients were included in this study, of which 14 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included atrial fibrillation (B)(6), unk triclip peri- and post-procedural complications included death, tricuspid stenosis, recurrent tr, tricuspid valve reintervention, prolonged hospitalization, single leaflet device attachment.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation. Complications reported included death, tricuspid stenosis, recurrent tr, tricuspid valve reintervention, prolonged hospitalization, single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.